Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02357, -02358, -02359, -02360. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications (right hip).

Manufacturer narrative:
Additional information received from litigation: updated incident description.

Event description:
Allegedly the patient was revised due to neck cocr corrosion.